Manufacturer narrative:
The device was not sequestered by the customer. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the reported failure was not identified. Patient age and dob requested but not provided, however, the event occurred in the pediatric department, therefore it is presumed that the patient was a pediatric patient.

Event description:
The customer reported that the pediatric department is experiencing multiple under infusion events when infusing a chemotherapy agent. There was no report of patient harm.